Event description:
It was reported by a neurologist via clinic notes that a vns pt had break-through seizures but the relationship of this seizure increase is not known to pt's pre-vns baseline. Pt had a sensation of "closed throat" which lasted about 1 minute, followed by coughing for about 2-3 minutes, and ending with burning sensation in her throat which started in (B)(6) 2011. Pt's generator indicated low battery on (B)(6) 2011.